Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving an error message from his adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer became ¿disabled with convulsions¿ and then lost consciousness. An individual, who was not a healthcare provider, administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. The reported sensor has been returned and investigated. Visual inspection has been performed on the sensor patch and no issues were observed. Data was successfully extracted using approved software. The sensor was found to be in state 1. Performed visual inspection on the plug assembly. Plug is not seated correctly in mount. The issue is not confirmed to a use issue.

Event description:
Customer reported receiving an error message from his adc freestyle libre sensor. It was further reported that on (B)(6) 2018 customer became ¿disabled with convulsions¿ and then lost consciousness. An individual, who was not a healthcare provider, administered a glucagon injection. No additional treatment was reported. There was no report of death or permanent injury associated with this event.